Event description:
The pt's mother reported that she brought her daughter to the emergency room because she was throwing up and was very sick. She had activated a new pod about an hour beforehand and continued to wear the device while in the emergency room. She was treated with IV fluids for dehydration. The pt's blood glucose measured 420 mg/dl when she arrived at the emergency room. She was kept overnight. She was also diagnosed with an infection. The doctor advised the mother that this could cause high bg. The mother was unable to access her daughter's bg history during both her initial call and a follow-up call, but did say that her daughter's bg read "high" (>500mg/dl) at some point. At the time of the follow-up call, the mother reported that her daughter was home and feeling better.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, " test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," "if your reading is above 500mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "severe dehydration and excessive water loss may cause false low results. If you believe you are suffering from severe dehydration, consult your healthcare provider immediately."